Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus that the light source¿s power button did not activate. The issue was found during preparation before a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the investigation results, the malfunction likely occurred because the power switch was stuck. However, a definite root cause that could have led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.